Event description:
While staff was in pt room, ventilator stopped cycling on it's own. Unit went into apena alarm. On the vent, volume and breathes per minute were o (zero). No other alarms or failure indicators on the vent. Power had to be recycled on vent to get it to work again. This is the second time this vent has done this. Pt's weight: 13.8 kg.